Manufacturer narrative:
Device not returned.

Event description:
Reportedly, valve being reported as being defective by customer and reportedly explanted from pt. Further info is not available. Valve not returned for eval.